Manufacturer narrative:
Although a device evaluation will not be possible - no samples were retained by the customer, an investigation into this report is on-going, including a supplier corrective action request which has been sent to navilyst medical's sheath supplier (B)(4). Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported, the handle of the peelable sheath dilator packaged with the 5f valved PICC device, separated from the sheath tubing. The sheath tubing did not migrate and all of the tubing was able to be successfully removed from the patient. There were 2 occurrences of this event. In each case, the piccs were being placed in the patient's upper arms, and there were no patient complications. The used devices were discarded by the hospital.